Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed that the upper shaft of gear number two was worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2021: morphine (concentration: 15.0 mg/ml, dose rate: 4.992 mg/day) and marcaine (concentration: 10.0 mg/ml, dose rate: 3.328 mg/day) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from multiple sources (manufacturer representative, healthcare provider) on (B)(6) 2021 regarding a patient who was receiving morphine (15mg/ml at 4.99mg/d) and bupivacaine (10mg/ml at 3.329mg/d) via an implantable pump for non-malignant pain. It was reported that the patient was having a normal pump replacement and the doctor stated they would aspirate several milliliters (ml) more than what should have been in the pump reservoir at the patient's recent refills. The pump logs were read and there were no issues reported. There we no environmental/external/patient factors that may have led or contributed to the issue. The patient had not had any withdrawal symptoms or complained of anything at all. The replacement surgery went well, and the catheter aspirated very well, too, showing everything was patent. The patient¿s weight was unknown. Additional information was received via a company representative on 2021-apr-20. The pump was replaced on (B)(6) 2021 and the patient recovered without sequela. The pump was returned for analysis. Additional information was also received via a healthcare provider on (B)(6) 2021. Volume discrepancies was observed at the following pump refill dates: (B)(6) 2019- expected reservoir volume (erv): 9.4 ml, actual reservoir volume (arv); approximately 14 ml, (B)(6) 2019 - erv: 7.7 ml, approximately arv 11 ml, (B)(6) 2019¿ erv: 9 ml, arv: approximately 15 ml, (B)(6) 2020 - erv: 5.8 ml, arv: 11 ml, (B)(6) 2020- erv: 2.1 ml, arv: approximately 8.0 ml, (B)(6) 2020- erv: 2.1 ml, arv: 9.7 ml, (B)(6) 2020- erv: 9, arv: 18 ml, (B)(6) 2020- erv: 9.8 ml, arv: approximately 14 ml, (B)(6) 2021- erv: 14 ml, arv: approximately 19 ml. The healthcare provider¿s progress notes from a (B)(6) 2019 pump refill visit were provided. According to interrogation the pump was supposed to have 9.4 ml in the reservoir, but they aspirated close to 14 ml. The pump was filled with 40 ml of preservative free morphine (15 mg/ml) and preservative free bupivacaine (10 mg/ml). The basal dose rate of morphine was 4.992 mg/day and 3.3 to 8 mg/day for bupivacaine. The personal therapy manager (ptm) was set up at 0.3 mg for morphine and the patient could use up to three times per day. Since her last visit the patient had used the ptm 4 times. It was noted that they would have a manufacturer representative look at the longevity of the pump life and a decision would be made once the healthcare provider had that information. The healthcare provider¿s progress notes from a (B)(6) 2019 pump refill visit was also provided. They were supposed to have 7.7 ml in the pump reservoir and at least 11 ml of morphine and bupivacaine were aspirated. The pump was filled with 40 ml of preservative free morphine (15 mg/ml) and preservative free bupivacaine (10 mg/ml). The basal dose rate of morphine was 4.992 mg/day and bupivacaine was 3.32 mg/day. The ptm was set up at 0.3 mg for morphine and she could use up to three times per day. The next refill was to occur before (B)(6) 2019 if the patient chose to use all of their boluses. It was noted that there was a radiology report about the tip of the catheter getting detached in the spinal canal. It was reported as a spinal cord stimulator lead, but further noted that the patient didn¿t have a spinal cord stimulator. It was further indicated that it was an intrathecal morphine catheter, and the tip was supposed to be free and was not attached at its distant end. The patient¿s diagnosis remained chronic lower back pain and failed back syndrome (lumbar spine). The healthcare provider¿s progress notes from a (B)(6) 2019 pump refill visit was provided. There was supposed to be 9 ml in the reservoir, and they aspirated at least 15 ml of morphine and bupivacaine. The pump was filled with 40 ml of preservative free morphine (15 mg/ml) and preservative free bupivacaine (10 mg/ml). The basal dose rate of morphine was 4.992 mg/day and bupivacaine was 3.32 mg/day. The ptm was set up at 0.3 mg for morphine and she could use up to three times per day. The next refill was to occur before (B)(6) 2020 if the patient chose to use all of their boluses. The healthcare provider¿s progress notes from a (B)(6) 2020 pump refill visit was provided. The reservoir volume was expected to be 5.8 ml and close to 11 ml was aspirated. The pump was filled with 40 ml of preservative free morphine (15 mg/ml) and preservative free bupivacaine (10 mg/ml). The basal dose rate of morphine was 4.992 mg/day. The next refill date was to occur approximately (B)(6) 2020 should the patient choose to use all of their ptm boluses. The pump was noted as having been implanted regarding for a diagnosis of chronic lower back pain and failed back syndrome of the lumbar spine. The pump was programmed to deliver 4.992 mg/day of morphine and 3.32 mg. Day of bupivacaine. The healthcare provider¿s progress notes from a (B)(6) 2020 pump refill visit were provided. The patient had been experiencing a low reservoir pump alarm and presented for a pump refill of morphine. The pump was interrogated and the reservoir volume came out to be 2.1 ml; however, aspiration was close to 8 ml which was described as a significant discrepancy. The pump was filled with 40 ml of preservative free morphine (15 mg/ml) and preservative free bupivacaine (10 mg/ml). The basal dose rate of morphine was 4.992 mg/day. The healthcare provider¿s progress notes from a (B)(6) 2020 pump refill visit was provided. A low reservoir volume alarm had occurred, and the patient presented for a pump refill of intrathecal morphine. The pump was interrogated, and the actual reservoir volume came out to be 9.7 ml. It was further noted however that aspiration was close to 14 ml regarding a significant discrepancy. This is discrepant with the report of an erv (also reported as above) of 2.1 ml and arv of 9.7 ml on (B)(6) 2020. The pump was filled with 40 ml of preservative free morphine (15 mg/ml) and preservative free bupivacaine (10 mg/ml); the basal dose rate of morphine was 4.992 mg/day. Interrogation revealed one activation since (B)(6) 2020 . The next refill date was to occur before (B)(6) 2020 if the patient elected to use all of their boluses. The patient had used the ptm 4 times since june 2020. The healthcare provider¿s progress notes from a (B)(6) 2020 pump refill visit was provided. Clear aspiration of close to 14 ml was obtained via the reservoir which was described as a significant volume discrepancy. The pump was filled with 40 ml of preservative free morphine sulfate and bupivacaine (10 mg/ml). The ptm was set to 0.3 mg, up to 6 activations in 24 hours. Interrogation had revealed no activation since september 2020. The healthcare provider¿s progress notes from a (B)(6) 2021 pump refill visit was provided. It was noted there was supposed to be 14 ml of medication in the reservoir at the time of refill on (B)(6) 2021 and they had aspirated close to 19 ml of drug. The pump was refilled on (B)(6) 2021 with 40 ml of preservative free morphine (15 mg/ml) and preservative free bupivacaine (10 mg/ml); the basal dose rate was 4.992 mg/day of morphine. The next refill was to occur prior to (B)(6) 2021 if the patient had used all of their boluses via the personal therapy manager (ptm). The pump was set to expire in august of 2021.